Manufacturer narrative:
A lumenis service engineer visited the site one (1) day after the reported event and examined the laser system. The engineer found the cooling fuse circuit breaker had tripped on the transformer, and he reset the breaker. The engineer then ran the system at different energy settings to ramp up cooling and fired the laser with increased cooling; no issues were observed the laser meets lumenis specifications; the system was returned to the facility safe and ready for use. Although a cause for the reported '15a circuit breaker tripping' could not be determined, a search of the complaint database revealed that no similar complaints exist for the same system; a two year historical review of similar complaints revealed that the same "15a circuit breaker tripping" during a procedure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. A review of system risk files ((B)(4)) revealed risk #2.4.2 "system failure" which have the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be medium, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction; should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the system displayed error codes 258, 58, and 188 and shut down during a case. Unable to proceed with the laser, an alternate laser was brought in to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.